Event description:
A report was received that a patient experienced inadequate stimulation. The patient was implanted with a new lead to increase stimulation coverage. The patient is dong well post operatively with sufficient stimulation and better pain relief.

Manufacturer narrative:
Additional suspect medical device components involved: reference number: (B)(4), product family: ssc-ipg-r, upn: (B)(4), serial: (B)(4), batch: 18878580.

Event description:
A report was received that a patient experienced inadequate stimulation. The patient was implanted with a new lead to increase stimulation coverage. The patient is doing well post operatively with sufficient stimulation and better pain relief.